Manufacturer narrative:
A review of the related device history records for the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were no other complaints for the reported issue. One complaint sample was returned for evaluation. The complaint sample was visually inspected and deemed nonconforming. The cutter was stuck in the port. An actuation test was performed and deemed conforming. An aspiration test was performed and deemed conforming. A cut test was performed and deemed conforming. The probe was disassembled and the components inspected. There was approximately 0-5 minutes of wear on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photo. The inner cutter was able to be detached from the coupling. The complaint evaluation does confirm the probe had a quality issue that resulted in the probe not being able to function properly. The root cause for the poor probe performance was due to the separation of components within the probe. It appears that at the start of the surgical procedure, the adhesive bond failed causing the inner cutter to detach from the coupling. An investigation has been was completed and actions are presently being taken to lower the frequency of detachments of the inner cutter from the coupling. Probes continue to be 100% inspected for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A materials manager reported that the vitrectomy probe would not cut during a vitrectomy/membrane peel procedure. The probe was aspirating. The product was replaced and the procedure was completed without consequences to the patient. Additional information and product sample have been requested.